Manufacturer narrative:
An updated MDR will be filed after the device has been returned to envoy for additional investigation.

Event description:
Envoy was notified on 02-feb-2026 that the patient's battery had turned off and would not turn back on or respond to queries from the personal programmer. An MDR assessment determined that the issue was not reportable becuase there was not enough evidence to determine whether the root cause was due to device functionality or anatomical/procdural issues. Envoy was notified on 19-feb-2026 that the patient had an appointment with aud on (B)(6) 2026 for further investigation. Audiologist was unable to connect to the patient's implanted device and noted that tympanic funcition was normal and no other symptoms of middle ear dysfunction were reported. The audiologist attributed the cause of the sudden drop in hearing to be early battery depletion. The minimum stated battery life of the esteem ii sp is 2.8 years (1,023 days). Using the initial aware date as the date of depletion, patient's battery lasted 1.36 years (496 days), outside of acceptable bounds for depletion. An updated MDR assessement was completed, which determined that the issue was reportable. Patient is scheduled for a battery change to resolve the issue on (B)(6) 2026. Patient/clinical history with emc: (B)(6) 2011 : implant, (B)(6) 2011 : activation, (B)(6) 2012 : fitting, (B)(6) 2012 : fitting, (B)(6) 2014 : fitting, (B)(6) 2016 : battery change, (B)(6) 2020 : fitting, (B)(6) 2020 : battery check, (B)(6) 2020 : battery change, (B)(6) 2020 : post-battery change fitting, (B)(6) 2024 : battery change, (B)(6) 2026 : follow-up appointment.